Manufacturer narrative:
(B)(4). Batch # l9032n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip broke after using 20 minutes during a laparoscopic bilateral adrenalectomy. The broken tip was retrieved immediately and there was no report on patient injury.